Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. The user was able to successfully fill the cartridge. There was no reported impact due to the fill resistance. However, the user reported a blood glucose (bg) level of 350 mg/dl and 44 mg/dl due to building a gazebo, not eating correctly, and stress. The user addressed the 350 mg/dl bg level with a bolus via the pump and the 44 mg/dl with jelly beans as well as food.